Manufacturer narrative:
(B)(4).

Event description:
Procedure: lap gastric bypass. According to the reporter: during a laparoscopic gastric bypass, the endostitch needle became lodged in the endostitch applicator device and could not be removed. A replacement endostitch was opened to complete the case. There was no harm to the pt. There was no unanticipated tissue loss. There was no tissue damage. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500 cc or more. Surgery was not extended by more than 30 minutes. No device fragment fell into the pt. No reinforcement material was used.